Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the box of catheters have an IFU, which reports that the catheter is for female only. The code is a standard code, not a female code.

Event description:
It was reported that the box of catheters have an IFU, which reports that the catheter is for female only. The code is a standard code, not a female code.

Manufacturer narrative:
The reported event could not be confirmed. Evaluation of the photo samples noted the IFU scan showed no identifying pk or artwork reference number. Had such a number been included in the scan of the IFU, a discrepancy with what was intended for the artwork versus what was printed on the artwork could have been evaluated. According to the end item description within ps 0123 and the bill of materials, the intended labeling with the product is pk646. Additionally, the label submitted was not affixed to a finished good and therefore could not be determined from what finished good was obtained, or if the IFU pictured was accompanied with the finished good. A physical sample was not received to dimensionally evaluate to use in confirmation that the product is product catalog number 226518. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Single use only. Do not reuse. Do not resterilize consult instructions for use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only syringe of sterile water for balloon inflation. Refer to direct unit label for product content and gender specific use where applicable. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions."

Event description:
It was reported that the box of catheters have an IFU, which reports that the catheter is for female only. The code is a standard code, not a female code.

Manufacturer narrative:
The reported event was unconfirmed. Evaluation of the photo samples noted that the instructions for use (IFU) scan showed no identifying pk or artwork reference number. If such a number been included in the scan of the IFU, a discrepancy with what is intended for the artwork versus what is printed on the artwork could have been evaluated. Additionally, the label submitted is not affixed to a finished good and therefore it cannot be determined from what finished good it was obtained, or if the IFU pictured was accompanied with the finished good. A physical sample was not received to dimensionally evaluate to use in confirmation that the product is product catalog number 226518. According to the end item description, product catalog number 226518 is a male-specific product. The IFU indicates the product is for female use only. There is also a statement of ¿refer to direct unit label for product content and gender specific use where applicable¿ underneath the female use only symbol. A review conducted as part of the post market surveillance report, determined that the risk of misuse is low and is mitigated by providing gender specific information on the unit of sale. The IFU distributed with the male length catheters contains the female use only symbol and this is intentional and does not present unacceptable risk to the user. The alleged potential root cause of the reported event is vendor misprint. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Single use only. Do not reuse. Do not resterilize consult instructions for use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only syringe of sterile water for balloon inflation. Refer to direct unit label for product content and gender specific use where applicable. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions" correction: additional information.